Event description:
Customer reported suspect device - capillary sample = "hi" versus lab venous sample = 300's mg/dl performed within 30 minutes of each other. Both level of glucose controls passed. No treatment was administered. A request was made for the return of the suspect device and replacement product was sent.